Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hemorrhoidectomy procedure, the staples from the pph03 didn't fire properly, leading to heavy bleeding. Patient had bleeding at the hemorrhoids site. Dual confirmation were one by plastic to plastic firing of the gun, and second by purse string cutting post-firing. The orange line indicator was within the firing range. Cut line was fully circumferential. It did staple, but incomplete firing/staple line was observed, leading to bleeding. Staples missing from staple line status is unknown. Staples deployed looked b-shaped. Surgery was delayed 35 minutes. Monopolar and haemostatic agent used to manage the bleeding. The procedure was successfully completed. There were no patient consequences reported.